Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp), company representative and consumer regarding a female patient who was receiving morphine 25mg/ml at 3.5mg/day for post laminectomy pain and spinal pain. On (B)(6) 2015, the patient had a MRI and the logs showed a motor stall and recovery that date. On (B)(6) 2015 at 1504, another motor stall occurred and recovered on (B)(6) 2015 at 0314. The pump then stalled again on (B)(6) 2015 at 1400 and recovered on (B)(6) 2015 at 2120. The patient was told by a nurse to go to the emergency room (ER) because they thought she would go through withdrawals. The pump was put into minimum rate mode and the patient had the pump replaced. No symptoms occurred. The patient was given oral medication in the operating room (or) to prevent withdrawals. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train, and the stall was due to the shaft-bearing. Conclusion code no longer applies to this event.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.